Event description:
The manufacturer's representative reported that the patient was exhibiting signs of intrathecal baclofen overdose. The patient was experiencing oversedation, decreased cognitive functioning and respiratory depression. The pump contained 1000 mcg/ml of compounded baclofen. The hcp initially stopped the pump and the patient recovered. The pump was then restarted at minimum rate and supplemented the patient with oral baclofen.